Event description:
The customer reported the visera elite ii video system center front panel fails to display after turning on the device. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned and evaluated. The customer reported device problem (color bar displaying instead of endoscopic image) was confirmed. The evaluation attributed this issue to a faulty circuit board. The front panel display was also blacked out because of this fault. The evaluation also uncovered these additional faults; the shield and rear panel were corroded, the front panel paint was peeled, and the top cover was scratched. A review of the device history record (DHR) found no deviations that could have caused or contributed to the image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a faulty circuit board. The cause of the fault was not determined. Olympus will continue to monitor field performance for this device.